Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7672397. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture. Surgical intervention was undertaken wherein the fractured lead broke and remains partially implanted in the patient. Surgical intervention may be undertaken to address the issue. It is unknown which lead was at fault.